Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The overall baseline gender/age characteristics is male/72 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: permanent his bundle pacing for cardiac resynchronization therapy in patients with heart failure and right bundle branch block.¿ circulation. Arrhythmia and electrophysiology. 2018; 11(9):e006613. 10.1161/circep.118.006613. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information about this lead model. There were patients who had an increase in capture thresholds, and loss of bundle branch block ¿recruitment.¿ patients were treated conservatively with reprogramming. There was one patient who had their system replaced due to infection. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.